Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h3: product analysis product:9560100, lotno:1628133 the requested phenomenon could not be confirmed during the incoming inspection, however, it was confirmed that the outer tube was damaged and that foreign object appeared when the focus was shifted. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a service and repair via a manufacturer representative regarding a device used in an unknown spinal therapy. It was reported that the image was blurred. There were no patient symptoms associated with this event and no further complications were reported/anticipated. Additional information was received from the manufacturer representative that the pre-operative diagnosis was herniated disc. Therapy involved was micro endoscopic \discectomy(med). The product did not come in contact with the patient. No patient complications or symptoms as a result of this event.